Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2025, the patient was in the nursing home and needed to replace the sensor and transmitter. While the sensor was still warming up, the receiver battery was low. The patient quickly plugged the receiver in to charge it. When the patient returned, the receiver showed her blood sugar was at 300 mg/dl with an arrow pointing up. The patient did not mention any symptoms when the cgm showed 300 mg/d and did not check a bg reading. The cgm readings were not going down so a doctor was taken to a hospital. At the hospital, the nurse checked the patient's bg and it was 860 mg/dl but the cgm was still reading 300 mg/dl with the arrow pointing up. The patient could not remember what medications they were treated with but stated they were in the hospital for a number of weeks. They did not mention when they were discharged. At the time of the report, the patient was in stable condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator prior to going to the hospital. The reported glucose values fall within the b zone of the parkes error grid at the hospital. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
On (B)(6) 2025, the patient was in the nursing home and needed to replace the sensor and transmitter.

Manufacturer narrative:
(B)(4). B3 date of event - correction. B5 describe event or problem - correction to the following statement in the initial MDR, "on (B)(6) 2025, the patient was in the nursing home and needed to replace the sensor and transmitter." H2 correction.